Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00809. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The transseptal sheath was advanced into the la and then exchanged for .035 j stiff wire which was advanced into left upper pulmonary vein. The wire did slip into the laa during this process two times; however, the screen for effusion was negative. A double curve watchman access system (was) was advanced over the wire and then the wire was removed. A pigtail catheter was advanced into the short windsock shaped laa to gain adequate depth and was then removed. A 24mm watchman ® laa closure device & delivery system (wds) was advanced. The device was deployed too proximal. Contrast injection showed exposed struts on the mitral side. The closure device was fully recaptured. The screen for effusion was negative at this time. The (was) was exchanged for an anterior curve was and the pigtail was again used to gain adequate depth. A second 24mm wds was advanced. The closure device was deployed and met release criteria. The screen for effusion was negative. Protamine was administered to reverse a total of 12k heparin units. The last activated clotting time was 298sec. The international normalized ratio was 2.3. Approximately 5 minutes after the was removed, another screen for effusion showed a stable pericardial effusion measuring 0.59cm. The patient status unchanged prior to leaving the room. A transthoracic echocardiogram performed in recovery and revealed the effusion remained stable. No intervention was required. No further patient complications were reported.